Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated some of the purewick female external catheter that were not able to be bent so could not contour those wick and had leakage. Also stated they were brittle and extremely straight they won't stay bend and it won't stay on the patient. Patient thought the wicks were old. Per follow-up via phone on (B)(6) 2020. It was stated that they had one case of wicks with the problem but they have figured it out how to fix. Complainant described the wicks as being compressed down too much leaving no space at the bottom. They were rock hard and they could not get them to bend. The plastic tubing had hardened and would check with the caregiver to see if they have any of the wicks left that would not work. Complainant would call back if sample is available. Her mom is currently in the hospital with a urinary tract infection (uti) so it might take some time to determine if sample is available. The cause of the urinary tract infection and medical intervention was unknown.